Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the lot number is unknown, the full UDI number can not be provided. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: bi-directional, fj coronary sinus catheter. Wo bwi quad catheters, carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). (B)(4)

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter and suffered a third degree av heart block which required an implantation of a pacemaker. The patient's medical history is unknown. The patient was under local anesthesia. A transseptal puncture was not performed. They stated that they observed a junctional rhythm and stopped the ablation. The patient was in complete heart block. The procedure was aborted and a temporary pacemaker was put in and a permanent pacemaker was planned. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that it was the patient's anatomy. The physician did not consider cancelling the procedure caused a potential risk to the patient.